Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device revealed damage to the locking mechanism. Examination of the returned packaging components did not reveal any damage. The investigation did not find any evidence indicating device design or manufacture were contributing factors and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Safety tape in poor condition. Procedure: total left knee prosthesis.